Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During examination of right atrial (ra) lead, it was noted that there was elevated capture threshold, poor sensing and low pacing lead impedance compared to the previous check. The patient had a cabbage procedure, open heart on (B)(6) 2021. After further assessment in clinic, physician believes that the ra lead was pulled back slightly. This dislodgement could explain causing lower sensing, lower pacing impedance and higher capture threshold. Programming changes were made to the ra lead. There were no adverse consequences to the patient.